Event description:
During baxter's functionality testing of a spectrum pump, it would not stay powered up. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the unit would not stay powered up, which was not reproduced. Evaluation found this to be caused by a failed power cord. The failed power cord was replaced.